Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported they no longer had the device. They had it explanted 7,8, 9 years prior. They explained the doctors found different problems with the ins, noting that the patient was told they no longer needed the ins because it wasn't doing what it was initially put in for. They added that the less electrical metal parts they had in there, the better off they were. The patient could not provide further detail because it was so long ago. They stated when they still had the ins, they had gone to the healthcare provider for some problems and they decided they ins wasn't doing what it had initially been put in for, so that resulted in explant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient confirmed that they no longer had device and had it removed 10 years ago. There were no further complications reported or anticipated.